Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site to change the battery with no allegation of a malfunction. Customer resolution and conclusion: the battery was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device needed a battery replacement. There was no patient involvement.